Event description:
Patient called in complaining rotating platform knee does not feel right, hurts, burns, and pinches. Could it be adverse reaction?

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.